Event description:
It was reported that during implant, the lead was placed in the ventricle and values and position were good via fluoroscopy. The lead was repositioned but the impedance still didn't change. Two more repositioning attempts were made and the impedance increased to over 4000 ohms. The lead was replaced with good results.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Electrical measurements revealed high lead impedance due to that the helix was in retracted position and was clogged with dried body fluid/tissue. Normal lead impedance was measured when the helix was in extended position.